Event description:
It was reported that a shaft break occurred. The physician felt like the endoscope had touched and came into contact with the guide segment while using the guidezilla¿. The device was removed from the patient, and then it was noticed that the guide segment of the guidezilla¿ has almost been detached. The procedure was not completed. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter. Microscopic examination revealed a complete separation at the collar/proximal shaft bond with pulled ptfe at the end of the shaft separation. Microscopic examination presented no damage or irregularities to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The physician felt like the endoscope had touched and came into contact with the guide segment while using the guidezilla¿. The device was removed from the patient, and then it was noticed that the guide segment of the guidezilla¿ has almost been detached. The procedure was not completed. No patient complications were reported and the patient¿s status is good.